Manufacturer narrative:
S/w (B)(4). Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs/dka on (B)(6) 2023. On svn (B)(4) the customer was hospitalized for alleged low bgs (hypoglycemia) on (B)(6)2023. On svn (B)(4) the customer reported high bgs on (B)(6) 2023. On svn (B)(4) the customer was hospitalized for alleged high bgs/dka on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data listed on (B)(4) 2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 22-jun-2023 due to no data available on primary svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-jun-2023 in the pump history file for primary svn (B)(4). (B)(6) 2023 21:25:19.000 batteryremoved (B)(6) 2023 21:25:19.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:25:22.000 batteryinserted (B)(6) 2023 21:25:22.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 21:25:23.000 batteryremoved (B)(6) 2023 21:25:23.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:36:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 21:36:36.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 21:36:47.000 alarmalertnotification faultnumber = batt out limit (6) earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 1:49:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm and power loss alarm/batt out limit (6). However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. The test battery was removed and reinserted with no failed battery test alarm noted during testing. Failed batt test (58) unknown. Pump error 23 not confirmed. Batt out limit (6) unknown. There was no data listed on (B)(6) 2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 05-mar-2023 due to no data available on svn (B)(4). Unable to perform the history review 1 week prior to the event date 05-mar-2023 in the pump history file due to no data available on svn (B)(4). Please see below for the boluses listed on the event date 05-may-2023 in the pump history file for svn (B)(4). (B)(6) 2023 11:19:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.375 bolusamountdelivered = 9.375 (B)(6) 2023 14:05:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.95 bolusamountdelivered = 5.95 (B)(6) 2023 14:49:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.725 bolusamountdelivered = 8.725 (B)(6) 2023 16:43:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.725 bolusamountdelivered = 7.725 please see below for the daily total of all insulin delivered on the event date 05-may-2023 for svn (B)(4). (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 71.575 dailytotalofbasalinsulindelivered = 39.8 dailytotalofbolusinsulindelivered = 31.775 there were no auto suspend (12) alarm noted in the pump history file for svn (B)(4). There were no user suspended alarm noted on the event date 05-may-2023 in the pump history file on svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 05-may-2023 in the pump history file on svn (B)(4). Please see below the boluses listed on the event date 06/13/2023 in the pump history file for svn (B)(4). (B)(6) 2023 00:28:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2023 02:41:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2023 07:28:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 please see below for the daily total of all insulin delivered on the event 06/13/2023 for svn (B)(4). (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 69.85 dailytotalofbasalinsulindelivered = 39.85 dailytotalofbolusinsulindelivered = 30 there were no auto suspend (12) alarm noted in the pump history file for svn (B)(4). There were no user suspended alarm noted on the event date (B)(6) 2023 in the pump history file on svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 06/13/2023 in the pump history file on svn (B)(4). The pump passed the functional testing. Unable to confirm alleged high bgs/dka/low bgs (hypoglycemia). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value over 600 mg/dl. Troubleshooting was partially performed. It was found that the customer had treated the high blood glucose event with an IV insulin drip (intravenous insulin infusion), emergency medical service/ambulance/emergency room visit, and hospitalization: overnight stay. It was unknown if the customer was using the insulin pump within 48 hours of the reported event. The auto-mode feature was not applicable. No further patient complications were reported. The customer will discontinue the use of the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.